Event description:
It was reported customer was hospitalized for high blood glucose. The customer stated he had dizziness and slurred speech and had also fallen and hit his head, prior to his hospitalization. The physician stated his hospitalization was due to hyper ozmolar. Troubleshooting was performed and pump programming and function appeared to be normal.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.